Manufacturer narrative:
Explant date: (B)(6) 2015; additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.